Manufacturer narrative:
(B)(4): a needle that was broken in the body towards the attachment end was submitted for evaluation. A visual inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping devise. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle. Representative samples were returned for evaluation. The devices were visually and functionally evaluated. Two of the needles failed to meet specifications.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. The needle broke at the swage during the first passage through tissue with knotted suture technique. The broken needle was retrieved immediately during the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.